Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8285690, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-31. Medical device lot #: 8303796, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with bd 10ml syringes luer-lok¿ tip. The following information was provided by the initial reporter, "a hair was found on the syringe adapter that came from the syringes, lot 8303796 or 8285690."

Manufacturer narrative:
It was found that the device in question is not a bd device. Please consider this MDR cancelled. On 08/22/2019 03:23 pm (gmt-5:00) \ reached out to the customer to provide details of the adapter and the customer said, "I did not realize the adapter was in the bag, my apologies. The adapter is from ICU medical, part #sa-250." H3 other text: see. H.10.

Event description:
It was reported that foreign matter occurred with bd 10ml syringes luer-lok¿ tip. The following information was provided by the initial reporter, "a hair was found on the syringe adapter that came from the syringes, lot 8303796 or 8285690."